Manufacturer narrative:
Approximate age of device: 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient experienced persistent low flow and low power events with no vad output. A CT angiogram showed no flow going through the pump. A CT with contrast visualized a small twist in the outflow graft. The patient was urgently taken back to the operation room (or) for a pump exchange. The new implanted heartmate 3 pump was placed in the existing mini apical cuff with a graft to graft anastomosis. No further information was reported.

Manufacturer narrative:
Age : correction. Concomitant medical products, device evaluated by MFR: additional information. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low flow hazard alarms; however, a specific cause for these events could not be conclusively determined through this investigation. Furthermore, the reported outflow graft obstruction could not be confirmed based on the evaluation of heartmate 3 lvas, serial number (B)(4). (B)(4) was returned assembled with the pump cable severed approximately 3¿ from the pump housing. The distal portion of the pump cable was returned measuring approximately 23¿. The modular cable was returned properly attached to the pump cable inline connector. The sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief had been severed at its hardware and returned disengaged from the graft attachment. The distal portion of the bend relief was also returned. The outflow graft clip was returned detached from the outflow graft hardware. The apical cuff was not returned. Approximately 4¿ of the sealed outflow graft was returned, which appeared to be free of twists and obstructions. The patient had been implanted with (B)(4) for a duration of 7 days, during which time, no evidence of abnormal tissue in-growth had accumulated on the exterior of the graft material. The lumen of the outflow graft revealed post-explant blood but no evidence of any adhered or developed depositions or thrombus formations. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed a large amount of loosely coagulated blood in the inflow cannula, pump outflow, interior of the pump cover, and the outflow graft attachment. These depositions were unstructured and appeared to be consistent with undrained blood remaining stagnant in the pump following the explant procedure. Further inspection of the blood-contacting surfaces revealed no evidence of any developed or adhered thrombus formations within the device. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured persistent low flow events on (B)(6) 2019 continuing past the events of the submitted log files, up to the time of the patient¿s pump exchange. Despite these events, the files captured the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jul2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 1 of the IFU lists the outflow graft clip as a required component for implant. Section 5 of the IFU further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.